Event description:
The customer reported that the device won't charge during opcheck and that they have to pull the battery out to power the unit off.

Manufacturer narrative:
(B)(4). The customer reported that the device won't charge during opcheck and that they have to pull the battery out to power the unit off. The device was evaluated at philips. The symptom was clarified as the device hanging during opcheck. The software was upgraded to resolve the issue.